Event description:
It was reported that the customer complained about receiving a lost sensor alert and the transmitter did not blink. During troubleshoot the alarm history on the insulin pump showed several alarms. Alarms shown were unexpected restart external ram error, displayable history check failed and communication error. Customer was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.